Manufacturer narrative:
The reported aes90-sc probe was returned to conmed for evaluation. The reported incident was verified. Visual inspection found the ceramic experienced a phase change that caused some of the ceramic material to deform. The ceramic does appear to be intact, however, a small fragment may have felled off. This failure was likely due to unintentional contact between the metal arthroscope and the ceramic tip of the probe. Of the lot containing (B)(4) units, no additional complaints have been received for this failure. A review of the device history record found no anomalies or non-conformance's noted during the manufacturing process that could have caused or contributed to this reported issue. A two-year review of complaint data found a total of (B)(4) complaints involving 30 devices have been received for this device family and failure combination. In that same timeframe, (B)(4) units have been manufactured and shipped worldwide. A risk analysis was performed and the risk was found to be acceptable. The aes-1 generator and accessory probes are intended for resection, ablation, and coagulation of soft tissue and hemostasis of blood vessels in orthopedic and arthroscopic surgical procedures. The generator provides energy to the electrode of the probe intended for use during surgical procedures. Through power setting data contained (programmed) within the probe, the system provides both default and user selectable power settings for ablation or coagulation of soft tissue. To prevent damage to the product and potential serious injury to the patient, the device instruction for use (IFU) provides the following precautions and warnings: it is the surgeon's responsibility to be familiar with the appropriate surgical techniques prior to use of the equipment and its associated accessories. Examine all accessories and connections to the generator before use. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. If any visual damage or defects are noticed during use, stop using the device immediately and replace the device. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. Use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. This incident type will continue to be monitored through the complaint system.

Manufacturer narrative:
The aes-90sc arthroscopic energy 90degree probe is expected to be returned evaluation. However, as of this filing the device has not yet been returned from the user facility. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The user facility reported that during use of the aes-90sc arthroscopic energy probe with the aes-1 generator in a shoulder acromioplasty arthroscopy procedure on (B)(6)2017, the surgeon noticed the probe generated sparks making contact with the surrounding soft tissues. The setting on the generator was at "ablate 3 high" and the incident occurred after the surgeon used the probe at the intended spot for approximately 10 minutes. As reported, the contacting part turned black and the surgeon removed the burned tissues and the surgery was successfully completed using an alternate probe and generator. There was no patient injury and only 5-minutes delay reported with this issue. This report is filed on the basis of potential for patient injury with recurrence.